Event description:
Patient (pt) in CT for imaging. During the return transfer to the patient's bed, the impella catheter broke causing the machine to stop. The registered nurse (rn) at the bedside heard a ¿pop¿ and identified the problem immediately and intervened with vasopressors, as needed. The patient had a slight drop in blood pressure, which was corrected with the vasopressors. No other change in condition was noted and the patient tolerated well. Cvis [cardiovascular information systems] medical doctor was called to the bedside and the patient was returned to the cvicu [cardiovascular intensive care unit] without issue. Cv [cardiovascular] surgeon was notified and took the patient to the or to replace the impella catheter, without incident. Presumably the catheter was pulled apart during the move. There was plenty of slack in the line, and the machine was located at the patient's side. The team used the bedsheet to move the patient. The catheter was between the bedsheet and covered by a blanket. A verge report will be completed before shift change. Md [redacted] threw the catheter away. There was no malfunction of the machine or suspected manufacturer defect of the catheter itself.